Manufacturer narrative:
(B) (4)

Event description:
The pt stopped feeling stimulation sensation. The implantable neurostimulator battery was depleted after 1 yr of use. Replacement surgery was scheduled, but delayed due to a hospitalization and subsequent low grade fever due to bronchitis. A follow-up report will be submitted if additional info becomes available.